Event description:
Clinic reports tubing separation from the venous chamber. Estimated blood loss 100cc. No medical intervention. Treatment restarted and finished with a new set-up. Event occurred during the 2nd hour of treatment. The "bfr" was 500ml/min and the "vp" was approx 270. The sample is available for examination. Medwatch filed on the blood loss.